Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm, followed by a system error 2367 alarm. This occurred on the homechoice (hc) during use, while the hp was connected. The patient line extension set was not connected to the hc prior to priming. The hp had disconnected prior to the alarm using proper disconnect procedures. Also, the hp had reconnected to the hc using proper aseptic techniques. The technical service representative (tsr) reviewed the hp?s alarm log. The tsr advised the hp to start the therapy over using all new supplies. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the reported issue was determined to be the incomplete prime, as the patient connected to the patient line when it was not fully primed. Should additional relevant information become available, a supplemental report will be submitted.